Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 559 mg/dl and other blood glucose were 547 mg/dl, 579 mg/dl, 401 mg/dl, 578 mg/dl, 320 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was under delivering. Insulin exit at the quick release. There was a hairline crack at the back of the insulin pump, starts at the bottom. The insulin pump will be and reservoir will not be returned for analysis.